Event description:
It was reported that a 6f angio-seal vip was deployed post percutaneous coronary transluminal angioplasty (ptca) and hemostasis was achieved. After a few hours, the patient's leg began to swell. A pressure dressing was applied; however, the patient's leg continued to swell and the patient's hemoglobin decreased. The patient went to surgery where the anchor and collagen were found in the puncture tract. The physician alleged the he tamped the collagen during deployment. The patient received 4 units of blood and thrombocytes and was recovering. The physician will be retrained on angio-seal deployment.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.